Event description:
It was reported that the customer had a a33 alarm on the insulin pump. Th customer's blood glucose level was 184 mg/dl. The customer stated that she changing the infusion set and got a33 alarm. The customer was advise to remain disconnected form the insulin pump. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions. It was explained to the customer the possible cause of the a33 alarm is during seating the force sensor did not detect the reservoir. The patient was advised that the insulin pump will be replaced.

Manufacturer narrative:
Insulin pump alarmed prime during the prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.